Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the bus controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the auxiliary drawer 3.2 failures will not pop open and have to pry open to pull drawer out and unable to close properly. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.